Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose at time of incident was 223 mg/dl. Customer stated that there are several cracks on the pump on top right left and another on the reservoir chamber towards the esc button. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 411 mg/dl. The customer was admitted to the hospital on (B)(6). Customer cause of hospitalization was high blood glucose. Customer was treated with 10 units of insulin thru injection. Customer was wearing the pump at time of hospitalization. Customer was able to perform high pressures test. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.

Manufacturer narrative:
The pump passed the delivery accuracy test.